Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Equipment was returned to olympus without reprocessing performed/completed at the facility, resulting in foreign material remaining in the air and water channels. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, the following was found: the air/water channel was clogged with foreign material of an unknown origin. Additionally, electrical safety checks were performed at the insertion tube, distal end, the plastic distal end cover, and insulation and all failed. The light guide cover insertion part had discoloration. The light guide rod lens had cracks. The insertion part distal end had discoloration. The light guide rod lens had 2 sharp edges (sang). The charged coupled device insertion part cover lens was chipped and scratched. The distal end cap had a dent and was shaved. The bending section cover insertion part adhesive had a visible thread. The insertion part connecting tube had a wrinkle. The control unit air/water paint was peeling off. The suction cylinder was damaged. The control unit suction cylinder paint was peeling off. The switch button 1-4 and number 5 was split and damaged and showed signs of cuts and scratches. The universal cord had a scratch, and wrinkle. The distal end insertion part air/water channel was clogged. Water removal function was not within specification due to the clogging of the insertion part clogged channel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced a blocked channel. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the air/water channel was clogged with foreign matter. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.